Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the black screen was physical stress on the insertion tube, which caused damage to the charge-coupled device . The event can be detected/prevented by following the instructions for use which state: ¿- do not strike, hit, or drop the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. - do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage may result.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The image was present briefly during testing, then became distorted when the angulation was performed and finally went black. Additionally, the universal cord, distal end, connector, and control section all have physical wear present. The subject device also failed the electrical continuity test. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that during the procedure preparation his olympus evis exera iii bronchovideoscope was producing an image without issue. However, once the procedure was started, the image went black and could not be restored. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.